Event description:
It was reported that the atrial lead dislodged the day after implant. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: the lead was normal. No anomalies were found.